Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of swelling and fluid retention. Per the pdrn the cause of the swelling and fluid retention was peritoneal membrane failure, and the patient was transitioned to hd. Hypervolemia is a common problem among ckd patients and can present in several forms. Patient related factors, such as treatment/medication non-compliance, medical history and dietary adherence are significant contributing factors. Based on the information available, the patient¿s liberty select cycler is disassociated from the event(s), as there is no allegation or objective evidence indicating a deficiency or malfunction is associated with these events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical services and reported having multiple issues with the liberty select cycler. The patient reported receiving a patient line is blocked (soft alarm) and a scale reading error alarm. The patient stated that they were removed from doing pd dialysis and will be doing hemo dialysis (hd) until (B)(6) 2019 due to retaining fluid and swelling. Upon follow up, the patient stated that pd therapy is the reason for the fluid retention and swelling and treatment was not completed. The patient has since switched over to hd therapy. The patient confirmed that there was no medical intervention as a result of the reported event. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient has been experiencing swelling and fluid retention (specifics not provided) and it was revealed that the patient is experiencing peritoneal membrane failure (specifics not provided). The patient is being transitioned to hd therapy until further testing is completed. Per the pdrn, the events are unrelated to any fresenius device or product malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.